Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter name and address: reporter phone number: (B)(6).

Event description:
It was reported that the patient had major bleeding in the upper gastrointestinal tract and was discharged on (B)(6) 2022. The patient underwent a transfusion and readjustment of the anticoagulation therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleeding and clots could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A. Is currently available. Section 1 of this document lists bleeding, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that an upper and lower gastrointestinal endoscopy and abdominal computed tomography was performed. The upper gastrointestinal examination showed erosion and clots but no active bleeding. The anemia also improved after the transfusion. The symptoms were relieved by drug adjustment and the patient was discharged. There were no findings of rebleeding, and the patient remained under follow-up.